Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The psm 2 was analyzed and the reported failure (instrument not compatible with cannula) was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The cannula sensor will be replaced as a precaution. The psm2 is ntf. The complaint was not confirmed based on the failure analysis. The probable root cause cannot be determined.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure that the instrument in patient side manipulator (psm) 2 was not compatible with the cannula. The intuitive tech support engineer (tse) recommended the site swap instruments with psm 1 and reseat the adapter, but the issue remained. The tse recommend the site reseat the cannula. The site stated they would try that a later time. The site disabled psm 2 and completed the procedure as planned. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psm was analyzed and the reported failure (instrument not compatible with cannula) was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The cannula sensor will be replaced as a precaution. The psm2 is ntf. The complaint was not confirmed based on the failure analysis. The probable root cause cannot be determined.